Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the user, omsc surmised there was the possibility that the reprocess by the subject device could not have been performed properly due to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the routine maintenance of the subject device the field service engineer found that the facility did not replace the disinfectant solution acecide for fifteen days and also did not use the test strip, therefore the concentration of the disinfectant solution was unknown. There was no patient injury associated with this report.